Event description:
It was reported that low audio output occurred. The product was evaluated. An exterior visual inspection was performed and passed. Test if receiver charged and will boot was performed and passed. Receiver functional test was performed and failed. Receiver "try it" test was performed and failed due to low audio. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was confirmed. The probable cause was determined to be foreign object damage. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that low audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.